Manufacturer narrative:
(B)(4). Batch # unk attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot/batch was not provided; therefore, the manufacturing records could not be reviewed. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please clarify the product code: ecs25a or ecs25? What is the healthcare provider¿s experience with the device? Were there any staple formation issues noted in the primary procedure? Where in the green gap setting scale was the indicator located prior to firing? Was there any difficulty noted when firing the device? Were the donuts inspected? If so, please describe. Was the washer inspected? If so, please describe. Was there a leak, a bleed or both? Please clarify. Why was the reinforcement done laparoscopically versus endoscopically? What is the current patient status?

Event description:
It was reported that approximately one hour after a gastric bypass procedure while the patient was in recovery and having his airway cleared the patient began to vomit blood. The patient was taken back into the operating room (or) and the staple line was laparoscopically re-enforced with suture to stop the leak. The patient is doing fine now. No device will be returned.

Manufacturer narrative:
(B)(4) corrected data: brand name, catalog. Additional information was requested and the following was obtained: what is the healthcare provider¿s experience with the device? Extremely experienced. Were there any staple formation issues noted in the primary procedure? None noticed. Where in the green gap setting scale was the indicator located prior to firing? No information was there any difficulty noted when firing the device? No were the donuts inspected? If so, please describe. Always inspected. Both donuts are checked. Was the washer inspected? If so, please describe. Unknown was there a leak, a bleed or both? Please clarify. Just informed that it was a leak. Why was the reinforcement done laparoscopically versus endoscopically? Was informed they did procedure laparoscopically unknown as to why. What is the current patient status? Patient is said to be doing fine.